Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. Another lead was successfully used to replace it. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. Another lead was successfully used to replace it. No additional adverse patient effects were reported. Information was subsequently received that indicated this lead was replaced due to an increasing threshold.